Event description:
The account alleged that the siderail will not stay up.

Manufacturer narrative:
The technician found the siderail had to be forced to lock into position. Repairs have not been completed.